Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient came to the hospital with symptoms of pre-syncope and the device was found to be in safety mode. In safety mode the cardiac resynchronization therapy pacemaker (crt-p) was in unipolar sensing causing myopotential oversensing with pacing inhibition and systole. The patient was admitted to the hospital and an emergent device replacement procedure occurred. The crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient came to the hospital with symptoms of pre-syncope and the device was found to be in safety mode. In safety mode the cardiac resynchronization therapy pacemaker (crt-p) was in unipolar sensing causing myopotential oversensing with pacing inhibiton and systole. The patient was admitted to the hospital and an emergent device replacement procedure occurred. The crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.it was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided.